Event description:
It was reported that the patient has had ongoing pain since implantation of his artificial urinary sphincter (aus) on (B)(6) 2019. He stated that he has had pain that has not relented since the time of surgery and that his doctor is baffled. He stated that he did have an orchiectomy and epididymectomy on (B)(6) 2019 thought to be related to the pain, but that has not cured the problem. The patient indicated that the physician might suspect an erosion of the cuff and the patient is scheduled for a cystoscopy on (B)(6) 2020.